Event description:
The iab was inserted into the pt on 8/18/1998 at 8:00 p.m. Poor augmentation was noted during iabp. On 8/20/1998 at 10:00 p.m. The iab leaked. The dr had difficulty removing the iab. The iab was surgically removed. A second iab was inserted into the pt. The iab was not returned to datascope for evaluation. (Multiple event to customer complaint number 98-01104). (Event complications: entrapped/surgically removed - reported 9/2/1998.) (Pt's current status: unk - reported 9/2/1998.)